Event description:
It was reported that "surgeon was attempting to cut one of the cables when the cutter broke. Broken piece was retrieved and is being sent back with hand piece." There were no adverse consequences to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.